Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Smart site syringe administration set leaking at y site connection where syringe is placed to fill.